Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the expulsor was out of specification and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a suspicion of overdose due to a hardware/software error. There was patient involvement and unknown of any adverse patient health effects.